Event description:
It was reported that the customer had an unspecified cartridge issue that interrupted insulin delivery. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 8 mmol/l.